Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of no output with two monitors was likely a faulty serial digital interface (sdi) output on the monitor. The specific root cause of the faulty sdi output could not be determined at this time as the device has not been returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed no image on two monitors when connected to the unit. The customer was using an s-video cable and tac instructed the customer to check the cable in the back. Tac then asked the customer to change the serial digital interface(sdi) out to sdi in to verify the input on the monitor however, no image was obtained. Tac directed the customer to attempt the other sdi output and an image was achieved. Furthermore, the customer asked for help on the image size and tac advised checking the image size button on the monitor. Tac concluded that the output was defective and suggested for the unit to be sent in for evaluation and repair. A follow up was made and the customer confirmed that the issue was resolved and opted to not send in device for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera pro video system center has no output with two monitors. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.